Event description:
It was reported that the insulin pump had a blank display and was severely damaged. The blood glucose reading was 150 mg/dl, which the customer advised did not need any treatment. The customer stated that he thought that the device had fallen out of his pocket and got closed in the truck door as he was closing it. He stated that the entire right side of the insulin pump wsa totally torn off. He noted that the display went blank and would not turn on. Upon troubleshooting, the display did not return. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with blank display due to broken solder joint of power connector on interface board. Insulin pump was broken on the end cap, minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.